Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia, with a highest recorded blood glucose of 379 mg/dl and an estimated duration above range of approximately four hours after changing supplies the prior evening and consuming a meal that was not announced. Symptoms included no acute clinical effects. Outcomes included no professional medical intervention, no alarms or alerts, and no use of backup therapy. Investigation included customer interview and troubleshooting with education on expected glucose decline. Investigation of this case revealed that glucose levels trended down to 239 mg/dl within a few hours, and ketone testing or steroid exposure was not involved. It was concluded that hyperglycemia occurred with unclear cause, with user behavior of an unannounced meal as a potential contributor, and the device functioned as expected without evidence of device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.